Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/21/2017. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: what measures, other than an x-ray, were taken to search for the broken needle piece? A look around the patient, the table and the floor but piece so minute this was deemed not to be of much point. Was there any additional tissue damage as a result of searching for the needle piece? No. Was the patient brought back to or to search for the needle? No. If retained, what is the surgeon's opinion of consequences to the patient? The patient is fine.

Event description:
It was reported that the patient underwent a vaginal hysterectomy on (B)(6) 2017 and the suture was used. During suturing, the tip of a needle broke off. X-ray was performed but the tip could not be located. It was also reported that the doctor is unsure whether the tip fell inside or outside of the patient. As reported, the patient is fine.

Manufacturer narrative:
The needle evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Date sent to the FDA: 06/01/2017. An opened foil and relay winding former of product code pdp9625 lot # la7bjtv were return for analysis. During the visual inspection of the sample, the swage and attachment area was as expected and no needle breakage was observed. The tip and body of the needle were examined and no defects were observed. In the visual inspection the photo showed two needles. One needle has a broken tip. It was not possible to perform any dimensional analysis for the defect reported, because the sample was not returned. A paper lid of product code of product code pdp9625 lot # la7bjtv and a needle/suture piece were returned for analysis. During the visual inspection of the sample, it was noted that needle was broken on the tip and has marks in this section likely by use of the needle holder. There was a suture piece attached to the needle and it was examined for visual inspection defects and it was observed that the end of the suture was cut. Due to the broken needle, an additional evaluation is necessary.